Event description:
Two endeavor sprint rx drug eluting stents were implanted in the mid lad during the index procedure. On the same day a dissection is reported to have occurred. No further details provided. An mi also occurred on the same day (ck total, ck-mb and troponin t out of range). The investigator has indicated the mi was related to the target vessel, the study device and procedure. (Ref MFR # 9612164201100934).

Manufacturer narrative:
(B)(4). Eval, results: (mi, dissection).